Event description:
The patient underwent a total disc replacement with a prodisc-c at c5-c6 on an unknown date. The patient had very stretched posterior facets which led to cervical lordosis and arm pain. The surgeon explanted the prodisc-c on (B)(6) 2013. The patient was revised to a fusion. It was reported that the plan of the revision surgery was to bring back balance to the spine by way of fusion to lock in the lordosis. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: unknown subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All components showed iatrogenic damage. The backside surfaces of the superior and inferior endplates showed remnants of bone. The endplates did not have evidence of impingement. The articulating surface of the superior endplate had evidence of a biofilm. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with multi-directional scratches consistent with normal wear. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates including the coating and the pe inlay all consistent with surgical removal. No new risks, user needs, or updates to the product development evaluation for the complaint have been identified as a result of the condition of the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. Since the complaint failed to give any details regarding the cause of the patient¿s continued pain, there is no evidence indicating the implant failed to perform as it was designed. A search of pubmed failed to show any similar cases involving implant malposition and facet pain. Proper implant positioning and sizing relies on a strict adherence to the surgical technique taught in the mandatory prodisc-c training. This involves extensive use of fluoroscopy especially during the trialing and implant placement phases of the procedure. In this case, it does not appear that the surgeon followed the surgical technique as described in the technique guide. It is not known from the information provided with this complaint, what the cause of the patient¿s pain was. The mandatory surgeon training as well as the technique guide for the device thoroughly covers correct placement for the implant.